Event description:
A caller reported that a cartridge was damaged. The issue caused the customer¿s blood glucose level to exceed 500 mg/dl, with the specific value displayed as "high." The caller changed the cartridge and successfully resumed insulin therapy and addressing elevated glucose level.